Event description:
Event verbatim [preferred term] a number of burn blisters [burns second degree], a small wound until today which was very painful [wound]. Narrative: this is a spontaneous case from a contactable pharmacist and a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number aw8634a, expiration date mar2022) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The pharmacist reported that the patient had burned herself. The consumer further reported that the patient bought the heat wrap from the pharmacy and applied it to her left hip for 8 hours. Afterwards she had a number of burn blisters in (B)(6) 2020 (photo taken on (B)(6) 2020 provided). She still had a small wound until today ((B)(6) 2020) which was very painful. The patient demand to get compensation for pain and suffering... She had to buy many products for the care. Since the large blister was in the area of the waistband of her skits or trousers, she was very much impaired. The action taken in response to the events of the product was unknown. Therapeutic measures were taken as a result of both events and included treatment with many products. The outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn blisters". The cause of the consumer stating the wrap caused a burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The manufacturing site reviewed the device history record (DHR) for the batch of this product. The trending evaluation did not identify any quality issues with this batch. After a review of the batch thermal records, thermal results all met product release criteria. The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the subclass adverse event/ serious/ unknown on this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event/serious/unknown for flexible use xl products, see attached trending graph flexible use xl adverse event-serious-unknown 10-jul-2017 to 10-jul-2020. There is no further action required. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products, see attached trending graph flexible use xl adverse event safety investigation 07-10-2017 to 07-10-2020. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4). Site sample status: not received. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Follow-up (20jul2020): follow-up attempts completed. No further information expected. Follow-up (13jul2020): new information received from a contactable consumer includes new reporter, device age, event updated from burn to burn blisters, new event (a small wound until today which was very painful), treatment information, onset date of event, outcome of event and clinical event course. Follow-up (30jul2020): new information received from product quality complaints (pqc) group included: expiration date updated as mar2022. Follow-up (15sep2020): follow-up attempts completed. No further information expected. Follow-up (03aug2020 and 28sep2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts needed. No further information expected. Follow-up (08oct2020 and 08oct2020): new information received from product quality complaint group included: updated trend information.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn blisters". The cause of the consumer stating the wrap caused a burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The manufacturing site reviewed the device history record (DHR) for the batch of this product. The trending evaluation did not identify any quality issues with this batch. After a review of the batch thermal records, thermal results all met product release criteria. The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: not received. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the subclass adverse event/ serious/ unknown on this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event/serious/unknown for flexible use xl products, see attached trending graph flexible use xl adverse event-serious-unknown 10-jul-2017 to 10-jul-2020. There is no further action required. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass of adverse event safety request for investigation for flexible use xl products, see attached trending graph flexible use xl adverse event safety investigation 07-10-2017 to 07-10-2020. There was deviation from (B)(4), complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4).

Event description:
Event verbatim [preferred term] a number of burn blisters [burns second degree], a small wound until today which was very painful [wound], , narrative: this is a spontaneous case from a contactable pharmacist and a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number aw8634a, expiry date 01mar2022, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The pharmacist reported that the patient had burned herself. The consumer further reported that the patient bought the heat wrap from the pharmacy and applied it to her left hip for 8 hours. Afterwards she had a number of burn blisters in (B)(6) 2020 (photo taken on (B)(6) 2020 provided). She still had a small wound until today (B)(6) 2020)which was very painful. The patient demand to get compensation for pain and suffering... She had to buy many products for the care. Since the large blister was in the area of the waistband of her skits or trousers, she was very much impaired. The action taken in response to the events of the product was unknown. Therapeutic measures were taken as a result of both events and included treatment with many products. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2020): follow-up attempts completed. No further information expected. Follow-up (B)(6) 2020): new information received from a contactable consumer includes new reporter, device age, event updated from burn to burn blisters, new event (a small wound until today which was very painful), treatment information, onset date of event, outcome of event and clinical event course. Follow-up (B)(6) 2020): new information received from product quality complaints (pqc) group included: expiration date updated as 01mar2022.

Event description:
Event verbatim [preferred term], a number of burn blisters [burns second degree], a small wound until today which was very painful [wound], narrative: this is a spontaneous case from a contactable pharmacist and a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number aw8634a, expiration date mar2022) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The pharmacist reported that the patient had burned herself. The consumer further reported that the patient bought the heat wrap from the pharmacy and applied it to her left hip for 8 hours. Afterwards she had a number of burn blisters in (B)(6) 2020 (photo taken on (B)(6) 2020 provided). She still had a small wound until today ((B)(6) 2020) which was very painful. The patient demand to get compensation for pain and suffering... She had to buy many products for the care. Since the large blister was in the area of the waistband of her skits or trousers, she was very much impaired. The action taken in response to the events of the product was unknown. Therapeutic measures were taken as a result of both events and included treatment with many products. The outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn blisters". The cause of the consumer stating the wrap caused a burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The manufacturing site reviewed the device history record (DHR) for the batch of this product. The trending evaluation did not identify any quality issues with this batch. After a review of the batch thermal records, thermal results all met product release criteria. The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: not received. Follow-up (20jul2020): follow-up attempts completed. No further information expected. Follow-up (13jul2020): new information received from a contactable consumer includes new reporter, device age, event updated from burn to burn blisters, new event (a small wound until today which was very painful), treatment information, onset date of event, outcome of event and clinical event course. Follow-up (30jul2020): new information received from product quality complaints (pqc) group included: expiration date updated as mar2022. Follow-up (15sep2020): follow-up attempts completed. No further information expected. Follow-up (03aug2020 and 28sep2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts needed. No further information expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn blisters". The cause of the consumer stating the wrap caused a burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The manufacturing site reviewed the device history record (DHR) for the batch of this product. The trending evaluation did not identify any quality issues with this batch. After a review of the batch thermal records, thermal results all met product release criteria. The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: not received.

Event description:
A number of burn blisters [burns second degree], a small wound until today which was very painful [wound], narrative: this is a spontaneous case from a contactable pharmacist and a contactable consumer. A female patient of unknown age started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number aw8634a, expiry date mar2022, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The pharmacist reported that the patient had burned herself. The consumer further reported that the patient bought the heat wrap from the pharmacy and applied it to her left hip for 8 hours. Afterwards she had a number of burn blisters in (B)(6) 2020 (photo taken on (B)(6) 2020 provided). She still had a small wound until today ((B)(6) 2020) which was very painful. The patient demand to get compensation for pain and suffering. She had to buy many products for the care. Since the large blister was in the area of the waistband of her skits or trousers, she was very much impaired. The action taken in response to the events of the product was unknown. Therapeutic measures were taken as a result of both events and included treatment with many products. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (20jul2020): follow-up attempts completed. No further information expected. Follow-up (13jul2020): new information received from a contactable consumer includes new reporter, device age, event updated from burn to burn blisters, new event (a small wound until today which was very painful), treatment information, onset date of event, outcome of event and clinical event course.

Event description:
Customer has burned herself [thermal burn], narrative: this is a spontaneous case from a contactable pharmacist. A female patient of unknown age started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number aw8634a, expiry date mar2022, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient had burned herself. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.